Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured, which resulted in noise, oversensing, and pacing inhibition on the rv channel. Inappropriate anti-tachycardia pacing (atp) was delivered, which induced ventricular tachycardia (vt) and a shock was delivered which converted the rhythm. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.